Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received the open book image on the insulin pump screen. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that they were doing nothing and then they received a reservoir empty message on the insulin pump and after that, it showed the open book image. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.